Manufacturer narrative:
The endowrist one vessel sealer instrument was returned for failure analysis evaluation. The instrument was installed on an in-house system, self test failed due to a blade exposed. The blade was dislodged and exposed .141 between the grips. The blade was aligned and installed back onto the system and passed self test. Cut test was performed and passed with no issues. A wet paper towel was placed between the grips and the pedal was activated and smoke was observed coming from the grips; energy delivery test passed. The grip force test was performed and passed with the minimum requirement of 4.25lb at 5.20 lbs in straight, 5.69 lbs in yaw and 5.60 lbs in pitch. Gap gage test passed at .001. Grip offset was performed and was found to be within specification cw .02 and ccw .04, tip to tip shall be less than .045. Remote fe logs showed the instrument had 2 homing failures and 1 blade jam error. The instrument was used for 7 minutes and 4 seconds. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer instrument not sealing could likely cause or contribute to an adverse event, if the malfunction were to recur. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure the endowrist one vessel sealer instrument was not able to cut or seal. Per the information provided, there was no harm or adverse event as a result of the reported event.

Event description:
It was reported that during a total benign hysterectomy da vinci procedure, the endowrist one vessel sealer instrument was unable to cut and seal. There was no report of any patient harm, adverse outcome or injury.